Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "punctured by md (not device related) intra op".

Event description:
Healthcare provider reported a new device that was opened and discarded/destroyed due to "punctured by md (not device related) intra op". The device was not implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Healthcare professional, later reported, "implant was ruptured". Healthcare provider, then clarified and reported, "the surgeon punctured the saline implant. Intraoperatively". The device made contact with the patient.